Event description:
The customer tested his blood glucose and received a reading of 518 mg/dl using his contour meter. He retested using another meter and received a reading of 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot before ending the call. No product will be returned.